Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted femoral component confirmed the reported fracture. The femoral component fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Patient x-rays were not available for review. Review of the device history records did not reveal any anomalies. The root cause of the low stress, high cycle fatigue is unknown. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and femoral implant fracture. Femoral loosening at the cement/implant interface was also reported. The cement manufacturer at the time of original implantation is unknown.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.